Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure stent damage occurred. The 90% stenosed target lesion was located in the moderately calcified, non tortuous protected left main artery (lm). The lesion was predilated with a 2.5x20mm maverick balloon at 24atms for 10 seconds. A 3.50x28mm promus element stent was then advanced to the lm but was unable to cross the lesion. The device was removed from the patient and it was noticed that the stent was damaged. The lesion was predilated again with a bigger sized balloon and then another promus element stent was successfully implanted in the lesion. No patient complications were reported with the patient's current condition listed as "good". This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified stent damage. The 1st row in the middle of the stent has 2 struts raised distally. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination identified kinks along the entire length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure stent damage occurred. The 90% stenosed target lesion was located in the moderately calcified, non tortuous protected left main artery (lm). The lesion was predilated with a 2.5x20mm maverick balloon at 24atms for 10 seconds. A 3.50x28mm promus element stent was then advanced to the lm but was unable to cross the lesion. The device was removed from the patient and it was noticed that the stent was damaged. The lesion was predilated again with a bigger sized balloon and then another promus element stent was successfully implanted in the lesion. No patient complications were reported with the patient's current condition listed as good. This product is only ous approved but is similar to an approved us device.